Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a split in the catheter was confirmed, and will be considered use related. A 4 fr s/l powerpicc solo was returned for investigation. The catheter extended to the 44cm depth mark. The device exhibited evidence of use. What appeared to be adhesive residue from a dressing was noted on the extension leg and the catheter between the molded wing and the 2cm depth mark. A semi-circumferential split was observed in the catheter 10.5 cm from the distal end of the molded wing. The split was located between the 9 and 10 cm depth marks. A microscopic examination of the split revealed a rough and granular edge and adjoining surfaces. A longitudinal split was found at each end of the semi-circumferential split. Evidence of wear was observed along the semi-circumferential split. A tactual investigation revealed that the tubing had the tendency to kink across the split that was found in the tubing. The split found in the 4 fr tubing indicates that the catheter was placed in a location that was vulnerable to kinking. The repeated kinking of the catheter most likely caused the tubing to crease, which lead to splitting of the tubing material. The product IFU states, ¿avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort.¿ no damage related to the manufacturing process was noted on the returned complaint sample.

Event description:
It was reported that the line had a split at the 10cm mark during infusion of a 0.9% sodium chloride flush. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reaz0253 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the line had a split at the 10cm mark during infusion of a 0.9% sodium chloride flush. No patient harm was reported.